Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 410 mg/dl at the time of the incident. The customer¿s current blood glucose was 253mg/dl. Customer treated high blood glucose with manual injections. During troubleshooting the insulin pump passed displacement test and declined to perform hp test. Product will not be returned for analysis.